Manufacturer narrative:
On 2/16/2023, the product investigation was reopened to include the following codes to represent the finds related to the guidewire damage reported in section h10. Additional manufacturer narrative of the supplemental (follow-up) medwatch report # 2: - h6. Investigation findings code # deformation problem (c070601); - h6. Component code # guidewire (g04062); - h6. Investigation conclusions code # cause not established (d15); - h6. Type of investigation code # analysis of data provided by user/third party (b15). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and the guidewire has broken. It was reported that during the operation, the tip of the guidewire of the device was found damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: on (B)(6) 2022, the product investigation was completed. Visual analysis revealed that the hemostatic valve was dislodged and broken inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. No guidewire was returned; therefore, we are unable to analyze the guidewire condition. However, damage(bent and overextended) is observed in the photo provided by the customer. A device history record review was performed for the finished device 00002024 number, and no internal actions related to the complaint were found during the review. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and the guidewire has broken. It was reported that during the operation, the tip of the guidewire of the device was found damaged. A second device was used to complete the operation. There was no adverse event reported on patient.